Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. 789029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar disorder, gastroesophageal reflux disease, human papilloma virus infection, cervicitis, anxiety, postpartum bleeding and endometriosis. Concomitant products included drospirenone + ethinylestradiol (yasmin) from 1998 to 2011, eugynon (seasonique) from 1998 to 2011, intrauterine contraceptive device (iud nos) from 1998 to 2011, nuvaring from 1998 to 2011 and oral contraceptive nos from 1998 to 2011 for contraception nos as well as lamotrigine (lamictal) since 2010. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease and ovarian cyst had resolved and the pelvic pain, dysmenorrhoea, allergy to metals and fatigue outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, fatigue, ovarian cyst, pelvic inflammatory disease and pelvic pain to be related to essure. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: the reporter information was updated. This case concerns adult patient. Her concurrent conditions were added. Essure insertion and removal date was updated. Essure indication was amended. Essure lot number was added. Concomitant medications were added. Event: severe physical injuries was updated to pelvic inflammatory disease, nickel allergy, dysmenorrhea (cramping), pain: pelvic and fatigue. The event: ovarian cysts resolved post essure removal. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. 789029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included bipolar disorder, gastroesophageal reflux disease, human papilloma virus infection, cervicitis, anxiety, postpartum bleeding, endometriosis and ovarian cyst nos. Concomitant products included drospirenone + ethinylestradiol (yasmin) from 1998 to 2011, eugynon (seasonique) from 1998 to 2011, intrauterine contraceptive device (iud nos) from 1998 to 2011, nuvaring from 1998 to 2011 and oral contraceptive nos from 1998 to 2011 for contraception as well as lamotrigine (lamictal) since 2010. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain: pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain/cramping"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, pelvic pain, dysmenorrhoea, fatigue, ovarian cyst and abdominal pain lower had resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, ovarian cyst, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: the device on the right side (coiis) was not visuaualized once the device was deployed. The left side had 2-1/2 coils visualized after deployment quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Event added: did not undergo an essure confirmation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. 789029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar disorder, gastroesophageal reflux disease, human papilloma virus infection, cervicitis, anxiety, postpartum bleeding, endometriosis and ovarian cyst nos. Concomitant products included drospirenone + ethinylestradiol (yasmin) from 1998 to 2011, eugynon (seasonique) from 1998 to 2011, intrauterine contraceptive device (iud nos) from 1998 to 2011, nuvaring from 1998 to 2011 and oral contraceptive nos from 1998 to 2011 for contraception as well as lamotrigine (lamictal) since 2010. On (B)(6) 2011, the patient had essure inserted. In february 2015, the patient experienced pelvic pain ("pain: pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain/cramping"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, pelvic pain, dysmenorrhoea, fatigue, ovarian cyst and abdominal pain lower had resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, ovarian cyst, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: the device on the right side (coiis) was not visuaualized once the device was deployed. The left side had 2-1/2 coils visualized after deployment quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. 789029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar disorder, gastroesophageal reflux disease, human papilloma virus infection, cervicitis, anxiety, postpartum bleeding and endometriosis. Concomitant products included drospirenone + ethinylestradiol (yasmin) from 1998 to 2011, eugynon (seasonique) from 1998 to 2011, intrauterine contraceptive device (iud nos) from 1998 to 2011, nuvaring from 1998 to 2011 and oral contraceptive nos from 1998 to 2011 for contraception as well as lamotrigine (lamictal) since 2010. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain: pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain/cramping"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, pelvic pain, dysmenorrhoea, fatigue, ovarian cyst and abdominal pain lower had resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, ovarian cyst, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: the device on the right side (coiis) was not visuaualized once the device was deployed. The left side had 2-1/2 coils visualized after deployment further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr received: new reporter added. Event outcome updated for ovarian cysts, cramping, pain, fatigue. Event lower abdominal pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.